Event description:
It was reported that a physician was not able to perform magnet mode diagnostics on a pt's device. The physician did not provide the pt name at the time of the initial report. Good faith attempts to obtain additional information from the physician have been unsuccessful to date.